Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that for the past few months, it had been taking longer to charge the implanted neurostimulator. Caller added that they have tried resetting the controller but that had not resolved the issue. Caller also stated that they were seeing no device found or 'error' when trying to charge the implant or, the implant wouldn't charge. Agent walked caller through resetting their controller. Caller confirmed no visible damage to the recharger or the controller port. Caller then connected the recharger and initially saw poor recharge quality then good then ins was recharging excellent. Controller was at 90% and implant was at 30%. Pt confirmed they use the belt. Patient stated ins took 1-2 hours to charge, sometimes longer. Implant was 40% by the end of the call. Pt also noted that if they 'sit wrong' , 'it moved'.  Agent recommended to follow up with hcp if they continue to have issues charging the implant.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.